Event description:
(B)(6) 2012: customer reported via phone that they were unable to x-ray or fluoro during a cysto procedure. Patient and procedural information not provided, other than to say the procedure was completed and the patient is fine. No injuries were reported.

Manufacturer narrative:
Tech support assisted in troubleshooting system when customer called saying they had no fluoro. A generator interface malfunction message was showing. After some investigation, it was determined that the generator interface module (gim) was not plugged in. When the customer plugged in the gim they were able to fluoro. Per customer, the system is now working.